Manufacturer narrative:
Implanted approx 2.5 years ago. The investigation could not be completed, no conclusion could be drawn as product is entering the complaint system.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: pt implanted 2.5 years ago with a sternal locking straight plate developed an infection on an unk date. Pt was returned to operating room on an unk date. After opening the pt it was noted it could be seen that black/brown material had gathered around the safetypin holding the plate together. The plate was not broken and there was good placement. The hardware was removed. It is not known if the pt was revised to new hardware.